Event description:
It was reported that during a da vinci low anterior (lar) procedure, the prograsp forceps instrument was not recognized by the system. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, as the instrument installed on an in-house is3000 system was successfully recognized by the system and showed that the instrument had 2 uses remaining. The pogo pins do not stick and are not contaminated. Failure analysis also found the following additional damages to the instrument: failure analysis investigation also found that the instrument's pitch down cable is broken at the distal clevis hub. The broken segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the broken pitch down cable and frayed pitch up cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.